Event description:
During service at baxter, a technician discovered a colleague infusion pump in which the channel select key on the channel b pumphead module keypad is intermittent. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software (B) (4), categorized as unremediated.there is no additional information available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the pump has been received and evaluated by baxter. During a product evaluation at baxter, a technician discovered that the channel b select key on the pumphead module keypad was intermittent. The channel b pumphead module keypad was replaced.